Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (resets during pulse testing) was confirmed. Upon evaluation the monitor was unable to connect to the charger and was resetting during pulse testing. The cause of the resets was corrosion on j1, j1001, u407, and the belt receptacle. The root cause of the corrosion was liquid contamination. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor was restting during pulse testing.